Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (1 mg/ml; dose unknown by reporter) via an implanted pump. The indication for pump use was spinal pain. On 19-jan-2016, it was reported that the patient was experiencing some ¿depressive symptoms¿ including a ¿cloudy head¿. The event date was (B)(6) 2015. Troubleshooting was being requested with regards to a priming bolus. It was reviewed that they could not program a priming bolus with the pump in minimum rate mode; they were advised that the pump needed to be set to the lowest programmable rate to program a priming bolus and then it could be set to minimum rate mode after bolusing was done. The pump was in stopped pump mode when it was checked today and the reporter did not know the previous dose. The hcp was removing the drug from the system today. Additional information was received on 20-jan-2016 from the company representative and it was reported that the dilaudid was causing depression. With regards to the troubleshooting performed related to the pump being in stopped pump mode it was noted that the pump was stopped for 22 hours per interrogation. The pump was restarted to simple continuous at the lowest rate ¿in order to all bolus to clear pump tubing¿. The cause for the stopped pump was unknown by the reporter. The cause for the pump being in stopped pump mode and the resolution of the patient¿s symptoms were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.